Event description:
It was reported that pump experienced malfunction alarm related to speaker error, identified as malf 16, without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction happened again, which customer acknowledged and understood.